Event description:
Translated from french: "date of occurrence: (B)(6) 2026. Internal report registration number: (B)(4). Date manufacturer was informed: (B)(6) 2026. Patient admitted to the clinic on (B)(6) 2026 at 11:40, at 40 weeks + 5 days gestation, due to rupture of membranes. 13:30: transferred to the delivery room for epidural placement. (B)(6) 2026: 05:30, fully dilated. 06:30: onset of pushing efforts. 07:12: instrumental vaginal delivery using a kiwi vacuum extractor (10 min of traction) due to lack of progress. Birth of a baby girl weighing 4.230 kg. Apgar 10/10/10, ph 7.23/7.29. Baby transferred to the neonatal unit at 12:00 due to external pallor, following an emergency transfontanellar ultrasound revealing a subgaleal hematoma. Baby transferred to the (B)(6) hospital via emergency medical services (B)(6) at 15:30. Note: no issues occurred with the use of the vacuum extractor during the extraction procedure. Number of devices involved: 1. Incident classification: serious deterioration in health status."